Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump has a blank screen, and is no longer giving her low reservoir alarms. The customer also stated that she was hospitalized last month due to high blood glucose levels. Unable to troubleshoot due to the blank screen. The customer was interested in upgrading since her insulin pump was out of warranty. Nothing further was reported.